Event description:
The customer reported that the system would not start up/boot up and would not allow fluoroscopic exposures. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. The system operates as intended.